Manufacturer narrative:
Additional information: it was later reported that the tear/hole was noted after the device was withdrawn. The non medtronic guidewire could not be advanced properly. The patient is alive with no injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for analysis. Analysis revealed the soft tip was torn and the material at the tear site was protruding outwards. It was not detached. The lumen flushed with no issues. An in house guidewire advanced through the lumen of the device meeting resistance where the tip was torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one dxterity diagnostic catheter during a procedure. The device was removed from the packaging and prepped per IFU with no issues. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that there was a tear/hole in the tip of the catheter. Once the tear/hole was noticed the device was removed and replace with another catheter. The patient is alive with no injury.